Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: rep was not present for case. She received email from facility on 22jan2020 regarding malfunction that occurred on (B)(6) 2020. On the 1st activation noticed that the blade was already deployed and the jaws were not opening. Opened another eb210 to complete the case without issue. There was no patient injury. The device is available to be returned. Additional information received via email on 22jan2020 from account mgr: "we had a 5mm fusion device (eb210) that malfunctioned during a case. There was no patient harm. [Name] did tell me that the blade was stuck up and you could not open or close." Lot number was 1368470. The type of case performed was a laparoscopic appendectomy. The date of the case was 01.05.2020. There was no patient harm. They opened a second hand piece. The device was not cleaned prior to the incident. This occurred on the first activation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the blade remained exposed in the lower jaw of the device. Engineering observed that a staple was wedged in between the blade and the blade channel. Based on the condition of the returned unit, the reported event was caused by the staple that was wedged in between the blade and the blade channel. The presence of the staple prevented the blade from returning after the blade button was released. Applied medical¿s instructions for use (IFU) states, "do not attempt to cut over clips, staples or other metal objects, or blade damage may occur."

Event description:
Procedure performed: laparoscopic appendectomy. Event description: rep was not present for case. She received email from facility on 22jan2020 regarding malfunction that occurred on 05jan2020. On the 1st activation noticed that the blade was already deployed and the jaws were not opening. Opened another eb210 to complete the case without issue. There was no patient injury. The device is available to be returned. Additional information received via email on 22jan2020 from account mgr: "we had a 5mm fusion device (eb210) that malfunctioned during a case. There was no patient harm. [Name] did tell me that the blade was stuck up and you could not open or close." Lot number was 1368470. The type of case performed was a laparoscopic appendectomy. The date of the case was 01.05.2020. There was no patient harm. They opened a second hand piece. The device was not cleaned prior to the incident. This occurred on the first activation. Patient status: no patient injury.